Event description:
It was reported that shaft break occurred. The target lesion was located in the superficial femoral artery. A 6.0 x 200, 135cm mustang balloon catheter was selected for use. During the procedure, the safety sheath latched onto the balloon, requiring excessive force to separate it. The sheath eventually separated from the balloon. However, due to the excessive force applied, the balloon broke off from the catheter. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit, e1 - initial reporter address 1: 15 shaked st hi park, industrial pa, g4 - premarket / 510(k) #: k103751, k110122, k141521.